Event description:
On (B)(6) 2026, a patient underwent stent placement procedure using fluency plus for lower extremity arterial occlusion via right femoral artery. During stent deployment procedure at the target lesion site, the stent failed to deploy and repeated attempts remained unsuccessful. It was further reported that there was a visible sign of fracture in the delivery system during stent delivery and deployment. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus vascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus vascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent graft delivery system sample was not returned for evaluation, but a provided photo shows the stent graft completely deployed and the inner catheter protruding the tip of the delivery system. There was no visible fracture on the section of the delivery system that was visible on the provided photo. The investigation leads to inconclusive results for the reported positioning failure and sheath fracture. In this case, it was reported that a 9f introducer was used with a 0.035 guidewire for access, the tracking vessel was not tortuous but calcified, the lesion was predilated and there were visible signs of a fracture on the delivery system. A provided photo shows the stent graft already deployed, and the client stated that the stent graft was deployed but not intravascularly and further stating that the provided photo showed the stent which was pulled out with forceps after multiple failed attempts to deploy it. Based on available information and the evaluation of the provided photo, the investigation is closed with inconclusive results for failure to deploy and sheath fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding preparation of the device the IFU states: prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment". Regarding materials, an "appropriate introducer sheath" and a 0.035 inch (0.89 mm) diameter super stiff guidewire are required for the procedure. The packaging pictograms indicate an introducer size of 9f and a 0.035 guidewire. It is stated in the IFU that predilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician". Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.